Event description:
It was reported that, "replaced bumper, bushings, axle, bearing, sleeve, tibial poly. Patient seen for infection."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 64952115, lot # ctd776, description: gmrs small axle. Cat # 64812140, lot # lca800, description: mrhk tibial sleeve. Cat # 64812100, lot # 018750, description: mrh tib rot comp xs-xl. Cat # 64812130, lot# lbz726, description: mrhk bumper insert - neutral. Cat # 64952105, lot # lbx435, description: gmrs small femoral bushing. Cat # 64952105, lot# lca219, description: gmrs small femoral bushing. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection.